Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted neurostimulator. The reason for call was patient reported they used to charge the implanted neurostimulator every 2 weeks and now they have to charge every 3 to 5 days for since about 2 weeks ago. Agent asked patient to connect with the controller and controller show implanted neurostimulator 70%, controller 90% charged. Agent asked patient to inspect the controller port and patient said maybe one pin is little off but they are not sure. Patient service confirmed patient did not have a fall or trauma. Agent asked to navigate to intensity level. Patient stated she is on group a, p1 at 2.3v and there are no changes to her intensity level for the past two weeks. Patient mentioned they charged the implant to 100% a few days ago and the implant is depleting faster than it used to. Agent asked patient to inspect the recharger for damage and patient said there is a tiny wire poking out on the end of the cord near the paddle and cord area. Agent reviewed setting and used will affect how often the ins need to charge up. Agent recommend patient monitor the device and consult with hcp ofc for next step. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. When asked about the cause (hcp) of the issue, patient stated "they dismissed me to you, I never saw them". Patient also said "they talked to representative and new paddle was sent. The paddle did not help". When asked to patient if the issue resolved, patient stated "I am supposed to get back in touch with representative, the rep and we discuss what to do".